Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal infection. The breach in aseptic technique was not further specified. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with oral medication (dose, and frequency were not reported), used intravenous drip (dose, and frequency were not reported) and added unspecified anti-inflammatory drug (intraperitoneal, dose and frequency were not reported) into dianeal for treatment. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.